Event description:
Healthcare professional (hcp) reports home patient (hp) was diagnosed with peritonitis while reusing drain extension line for 2 days during automatic peritoneal dialysis therapy. Hp presented with cloudy effluent and abdominal pain, was hospitalized and treated with antibiotics. Hp subsequently had catheter pulled and is currently on hemo-dialysis. Healthcare professional states no product failure was indicated prior to reported incident and she is not attibuting peritonitis to baxter product.